Event description:
It was reported that there was no speed display. The target lesion was in the proximal and middle diffuse calcification with stenosis: proximal stenosis 70%, middle stenosis 95%, anterior blood flow timi3 grade; the proximal and middle sections of the lcx were 60% stenosis, and the anterior blood flow was timi3. A 1.50mm rotablator rotalink plus was selected for use. During test before the procedure, the device could switch the high and low speed normally and could be used normally. During the procedure, after the device was connected and ready for test outside the patient, the high and low speed could be switched, but the device did not display the speed, the sound of the consumables sounded like air leakage and the speed could not be adjusted. Then, the nitrogen cylinder was turned off, all the connecting cables were removed and reconnected but the device could not be used normally even after reconnecting the cables for 3 times. The procedure was continued with the damaged burr, after stall for several times, the procedure was completed with post-dilation balloon and spinous balloon. There was no issue with the console.

Manufacturer narrative:
Corrected section d to a rotablator rotational atherectomy system information.

Event description:
It was reported that there was no speed display. The target lesion was in the proximal and middle diffuse calcification with stenosis: proximal stenosis 70%, middle stenosis 95%, anterior blood flow timi3 grade; the proximal and middle sections of the lcx were 60% stenosis, and the anterior blood flow was timi3. A 1.50mm rotablator rotalink plus was selected for use. During test before the procedure, the device could switch the high and low speed normally and could be used normally. During the procedure, after the device was connected and ready for test outside the patient, the high and low speed could be switched, but the device did not display the speed, the sound of the consumables sounded like air leakage and the speed could not be adjusted. Then, the nitrogen cylinder was turned off, all the connecting cables were removed and reconnected but the device could not be used normally even after reconnecting the cables for 3 times. The procedure was continued with the damaged burr, after stall for several times, the procedure was completed with post-dilation balloon and spinous balloon. There was no issue with the console. There were no patient complications reported and the patient was stable.